Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(4). It was reported that stent thrombosis occurred and the patient died. In (B)(6) 2013, the patient presented due to myocardial infarction (mi) with stable angina and the patient was referred for cardiac catheterization. Subsequently, coronary angiography and index procedure were performed. The target lesion was located in the proximal right coronary artery (rca) with 80% stenosis and was 16mm long with a reference vessel diameter of 3mm. The target lesion was treated with direct placement of a 3.00mmx24mm promus element¿ plus drug-eluting stent with 0% residual stenosis. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient expired due to complications of heart failure. Per adjudication stent thrombosis occurred.